Manufacturer narrative:
H3: the actual sample was not available however, four pictures were provided for investigation. The visual inspection of the four provided photos showed in photo one, the two product after treatment. A marked header (yellow arrow) and the product label. Photo three and four showed the product during treatment. In photo three a water drop on the header and water drops on the filter fixation was visible. The reported condition verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the upper region of the filter of a polyflux 14l. There was no patient injury or medical intervention associated with this event. No additional information is available.